Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, battery tube threads, belt clip slot at battery tube threads area, and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had cracks on the screen. It was noted that the insulin pump fell off a counter. No further information reported.